Event description:
Facility administrator reported that the lift tipped while transferring a resident into bed. No injuries to staff or resident.

Manufacturer narrative:
(B)(4). This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. Add'l info will be provided upon conclusion of the MFR's investigation. (B)(4).